Event description:
Rptr had surgery which was followed by infection. This caused 11 surgeries. She has no tissue left on his spin and surrounding back other than scar tissue. He is 100% disabled with chronic pain, psychological damage and depression. He is dependent on medication due to chronic pain. According to rptr, starting 9/21/90, he had surgery every other day for removal and insertion of screws due to the massive infection ending on 10/20/90. He left hosp 11/1/90 and surgeries continued after that.